Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA:(B)(4).

Manufacturer narrative:
If implanted, give date: unknown/not provided. If explanted, give date: lens remains implanted, therefore, not explanted. Phone number: (B)(6). PMA/510(k) #: this report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the intraocular lens (iol) was implanted, white foreign substances got into the eye with the iol. The doctor thinks that the foreign substances were vacuumed with irrigation/aspiration (I/a) as far as he could see. The procedure was completed successfully and no patient injury was reported. No additional information was provided.

Manufacturer narrative:
Additional information: a product testing could not be performed since the product was not returned for evaluation; however, a video was provided. The video was evaluated which shows the implantation of lens. During the delivery of the lens into the patient''s eye, it was observed that the foreign material came out with the lens while the lens was unfolding. The use of irrigation/aspiration (I/a) device after insertion was observed. Based on the video it is not possible to determine the composition of the white substance. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.